Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and adjusted the set-up joint (suj) 4. System was tested and verified ready for use. The probable root cause cannot be determined based on the information provided and fse's field evaluation. Fse made adjustment with the suj4 and tested the system with no further issue reported.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the set up joint (suj)4 wrist brake has been engaged but the movement was still there. The procedure was completed with no patient harm.

Manufacturer narrative:
Additional information was obtained from quality engineer (qe) investigation on 27-apr-2026. The probable root cause of the reported complaint can be attributed to a mechanical fault due to a broken screw on the wrist joint of the affected suj.

Event description:
Refer to h11 for follow-up information.